Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: insufficient information. Manufacturer¿s reference number: (B)(4).

Event description:
The mentor analysis lab received a 400cc mentor smooth round moderate plus profile saline implant prosthesis on (B)(6), 2022. The return of a device in this manner is characteristic of a removal and replacement surgery, which is being reported conservatively. Implantation and explantation information was not provided and is unavailable. No complaint, patient contact, or health professional contact information was received. As such, no follow-ups could be conducted to acquire additional information. Furthermore, the device could not be associated with any existing complaints within mentor at this time. Should additional information become available, mentor will submit the information accordingly.

Manufacturer narrative:
An evaluation was completed on february 22, 2022. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view, measuring approximately 3.0 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Manufacturer¿s reference number: (B)(4).